Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during shoulder repair surgical procedure, it was observed that the healix br anchor, 5.5 mm - w/orthocord could not be expressed properly that once it was screwed to about 2/3, the device broke. It was reported that the technique recommended in the leaflet was strictly followed. It was reported that an arthroscopic cannula was used to keep the axis of the needle penetration (up its laser marking) and implantation of the anchor. It was reported that the broken anchor could not be completely removed; and that a fragment was stuck in the bone. After reflection, it was left in place to avoid worsening bone lesions on the one hand and because the implant was resorbable on the other hand. It was decided to set up an anchor larger (after using the proper needle) to wedge into the bone the fragment of broken anchor broken and allow the tendon repair as planned. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.